Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left internal carotid artery (ica) using a penumbra system jet7 kit (kit). It was noted that the patient¿s aortic anatomy was tortuous. During the procedure, while advancing the penumbra system jet 7 reperfusion catheter (jet7) through the neuron max 6f 088 long sheath (neuron max) into the target vessel, the physician experienced resistance and was unable to advance the jet7 past the ophthalmic artery; therefore, it was removed. The procedure was completed using a penumbra system jetd reperfusion catheter (jetd) and the same neuron max. There was no report of an adverse effect to the patient.